Event description:
"Dissection: a dryseal sheath (18fr, gore) was inserted before the relay pro nbs concerned was used as the access vessel (the femoral artery) was thin and calcified. The physician felt a sensation of the vessel's intima being scraped during the dryseal insertion. After insertion of the dryseal, the first relay pro nbs (28-n4-36-199-36u, lot #2207190300) was inserted and implanted from just above the celiac artery. The relay pro nbs concerned (28-n4-44-209-44u, lot#2202010165) was then implanted, and the implantation of the stent-grafts was successfully completed with no endoleak. Final angiography of the access vessel revealed a dissection from the bifurcation of the left internal/external iliac arteries to the left external iliac artery. As the dissection was started from the fa clamp part, an anastomosis was performed. However, as the dissection did not improve, a viabahn stent (gore) was implanted, and the procedure was terminated as blood flow improved. The physician's comments: as the access vessel was in poor condition, the incident was a calculated risk before the procedure. It is unknown if the access vessel was damaged during the insertion of the relay pro nbs device or the dryseal sheath. Operation type: tevar. Ancillary device: relay pro nbs (28-n4-36-199-36u, lot#2207190300) and dryseal sheath (18fr, gore). Blood loss: unknown. No image available. No pre-case plan available. No additional information available. (Tc(B)(4))". Patient outcome - "the patient's health damage and current condition are unknown."